Event description:
Subsequent to the previously filed medwatch report, additional information reported that the procedure was diagnostic and not a percutaneous transluminal angioplasty (pta). No additional information was provided.

Manufacturer narrative:
Nab5- additional information g4: date correction- the g4 date on the initial MDR should have been 04/06/2020.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath after a diagnostic pta procedure. Reportedly, the clip of the starclose failed to deploy and remained in the sheath. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.